Event description:
The patient contacted animas on (B)(6) 2012, stating, the ok button was intermittently responsive for a few weeks and the issue was getting progressively worse. The patient claimed the ok button symbol was worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the " up" and "down" keys have intermittent response and the "contrast" and "ok" keys are unresponsive. Keypad was intact and was removed to investigate: evidence of keypad contamination was located under the "contrast", "down", "up" and "ok" contact button. Unrelated to this complaint, visual inspection of "battery compartment" revealed a compartment crack from threads to case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.